Event description:
It was reported that a spectrum pump had a delayed keypad response. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was reproduced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The keys were tested and found to function as designed. The failed processor pcb was replaced.